Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# unknown, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was having recharging issues and mentioned sometimes the controller would do the circle thing and then pop up stating cannot recharge. The patient tried to recharge the ins during the call and then got to the passive recharge mode but on thetrying to recharge screen, the patient described all 0's across the bottom and could not get them to change from 0. It was noted the recharger would not recognize the implant. A new recharger was requested. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are looking to contact a manufacturing representative because there are having problems getting their implantable neurostimulator (ins) recharged for the past month. They stated that one day the implant will charge, and the next day it will not. The patient also stated that they will also charge the implant to 100 percent, but it will be depleted by that same night, and sometimes the controller will just keep spinning and show ¿looking for device¿ and will shut off. They added that sometimes they get a message showing ¿cannot connect¿ and to call the manufacturer. The patient stated that this issue is intermittent, but it seems like the issues are getting worse. The patient did not have their equipment with them for troubleshooting at the time of the report. No patient symptoms were reported.